Event description:
Child uses a new pedicraft canopy bed made by pedicraft. This is a wonderful bed, but today at naptime our child's head became entrapped between the mattress and the mesh canopy on the end where no rails are. Our child was discovered kicking frantically face down on her belly. Her large head and face was stuck between the mesh and the mattress where her chin got stuck. Our child tends to scoot on her belly in her sleep, head first into the mesh sides and ends like a baby does and she does it with force, so the fabric of the mesh has stretched out of shape leaving gaps on the sides because of the repeated scooting. If a stuffed toy or small pillow or blanket had been where her face was stuck, she would have not lived. When I pulled her face out, she was not red faced and was not gasping for air, so I assumed she could breathe thru the mesh even though it was very tight on her face. Her heart was racing though so I knew she was scared. There needs to be padded side rails on the ends of the bed just like they have on the sides of the bed and they need to make the canopy material so it does not stretch out. We have emailed and called pedicraft with the problem to get a free new mesh net installed and we would like padded end rails installed, too, to prevent this as the new net could stretch out, too. We have only had this bed for about 5 months and it already stretched out. We like this bed a lot, but to be safest they need 2 padded end rails put on all models immediately because the mesh canopy stretches out on the kids that scoot and head butt the fabric in their sleep and is obviously an entrapment problem. Do not ban the bed as it is an excellent bed because it can be prevented by simply adding 2 padded end rails to each bed of the same quality as the 2 padded side rails. Kids with autism need this bed, but they need immediately those 2 padded end rails to make it safe against head entrapment. Frequency: used to sleep in. Diagnosis or reason for use #1: autism, #2: developmental delay, global gy.